Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, the device has not been received by apollo. Device labeling addresses the reported event as follows: assembly: ensure endcap is not dropped or otherwise damaged. Push alignment tube into the primary working channel until endcap is flush with endoscope face. Resistance should be felt when attaching the endcap as this indicates correct attachment. Endcap detachment from endoscope: close the needle body and advance the overtube as far distally as possible and withdraw the endoscope and device into the overtube, maintaining tight hold of the needle driver catheter to keep the endcap flush with the endoscope. Adverse events: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: conversion to laparoscopic or open procedure. Pharyngeal, colonic and/or esophageal perforation. Intra-abdominal (hollow or solid) visceral injury. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures. Ensure endcap is fully seated on endoscope.

Event description:
Reported as: a physician was in the process of performing an endoscopic sleeve gastroplasty procedure utilizing an overstitch endoscopic suturing system where it was observed that the end cap fell off during the surgery. Further information provided the physician was withdrawing the endoscope from the stomach and reported that once encountering the overtube end, the end cap of the overstitch dislodged from the endoscope. Graspers were used to retrieve the end cap and during the extraction from the esophagus into the posterior pharynx there was a stripping of the esophageal mucosa creating a flap. The physician assessed a mucosal tear and packed it accordingly. The planned surgical procedure was aborted. An ent physician was brought in to perform an evaluation of the patient and it was confirmed that only a mucosal tissue flap was observed. The patient was noted to be treated for 24 hours of endotracheal intubation and five days of nasogastric feeding tube.